Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels for a few months, and reported a bg level of 260 (mg/dl) on (B)(6) 2016. Reportedly, customer noticed that bg levels would rise after changing their cartridge, but noted that the bg levels decrease a few hours after changing their infusion site and administering boluses. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.